Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to "rupture of a saline device." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported saline device "ruptured" on an unknown side. Device has been explanted. Affected side left.